Event description:
Information as reported to davol: during a ventral laparoscopic hernia repair with the sorbafix fixation device, only two out of fifteen fasteners remained fixed in the mesh. Procedure went from laparoscopic to open to complete fixation of the mesh with polypropylene sutures.

Manufacturer narrative:
The sorbafix device was returned for evaluation. It was found to be in and out of synchronization condition. The handle was found jammed and the one remaining fastener would not fire from the device. During inner component evaluation, no damage or manufacturing issues were noted. The inner clutch gear was out of sync; however, it is unknown at this time when this occured. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on the product evaluation and available information, no conclusion can be drawn at this time.